Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd maxguard¿ extension sets' distal tips broke off of their tubing and lodged into the patient's IV port, causing blood to leak out on one occasion. The following information was provided by the initial reporter: "preop and pacu made me aware of a concern they have with our bd maxguard extension set ref (B)(4) & lot 21105086. On three occasions this week the distal tip/connection piece of the extension set has broken off of the tubing and has lodged into the patient¿s IV port (when the patient has been disconnected from the infusing medication). Two of the three times this occurred this week, the rn immediately noticed, however, yesterday, the preop rn was made aware by a family member that the patient¿s IV was ¿dripping blood.¿ when the rn entered the room, he noticed the piece stuck into the blue port hub. Fortunately, this patient was coherent, however, this presents serious concern should something like this occur on a patient presenting with altered mental status."

Event description:
It was reported that 3 bd maxguard¿ extension sets' distal tips broke off of their tubing and lodged into the patient's IV port, causing blood to leak out on one occasion. The following information was provided by the initial reporter: "preop and pacu made me aware of a concern they have with our bd maxguard extension set ref me1069 & lot 21105086. On three occasions this week the distal tip/connection piece of the extension set has broken off of the tubing and has lodged into the patient¿s IV port (when the patient has been disconnected from the infusing medication). Two of the three times this occurred this week, the rn immediately noticed, however, yesterday, the preop rn was made aware by a family member that the patient¿s IV was ¿dripping blood.¿ when the rn entered the room, he noticed the piece stuck into the blue port hub. Fortunately, this patient was coherent, however, this presents serious concern should something like this occur on a patient presenting with altered mental status."

Manufacturer narrative:
Investigation summary : no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model me1069 lot number 21105086 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.